Event description:
An elderly patient suffered a hip fracture after a fall at home. The patient underwent surgery for a hip replacement with stryker hardware. Six months later, the patient experienced increasing hip pain for two days. An x-ray was performed to show that the hardware broke and surgical repair was needed. Stryker hardware was removed and zimmer hardware was implanted. Four months later, the hardware broke again while the patient stood up from her table at home. She experienced pain and was unable to bear weight. Again, surgical repair was needed. Zimmer hardware was removed and replaced by zimmer versys hip system. The last surgery required hemo-vac drains to be put in place. The drainage appropriately decreased after a few days. The patient was discharged to a skilled nursing facility for rehab.